Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that was missing "two peeps" at power up was confirmed during product evaluation. The cause of the reported malfunction was undetermined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that "two peeps missing when pump turn on"; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time. On (B)(6) 2011, the customer reported one colleague 3 triple channel volumetric infusion pump ce frenc, product code dnm8153, lot/sn# (B)(4): two peeps missing when pump turn on. The process step is unknown; patient injury or involvement is unknown; medical intervention is unknown. Sample is available for evaluation; work order # (B)(4) was opened. Incident date: (B)(6) 2011. Product surveillance notification date: (B)(6) 2011.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.